Manufacturer narrative:
Technician found no head functions. The technician swapped the head capacitor with the knee capacitor and ordered a replacement capacitor for the customer to finish repair. The account replaced the knee capacitor to complete repairs.

Event description:
The account alleged that the head section is in the high position and cannot be lowered. The account alleged that the bed does not have a cardio pulmonary resuscitation release. The account stated that there were no injuries.